Manufacturer narrative:
A review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: online review.

Event description:
Customer reporting 2 false positive sars results. Customer stated they tested positive then received a second positive result 5 days after initial test. Customer communicated the results were confirmed negative by pcr. Report 1 of 2.